Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice. Per the initial report, the home patient (hp) stated she was connected to the hc and was connected during the priming process. The hp had already cleared a system error (se) 2240 and se 2367. The technical service representative (tsr) explained the alarm and also advised not to connect during the priming process. The tsr advised to discard the supplies and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.